Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 380 mg/dl. The customer was not assisted with troubleshooting. Customer states that they got no delivery alarm. Customer states that the issue with act buttons not working well and only one part of the button that work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch was found on esc, act and up